Manufacturer narrative:
(B)(4). Not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of fixture. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, december 4th, 2014.